Event description:
Related manufacturer reference number:1627487-2022-02484, 1627487-2022-02490. It was reported that the patient experienced ineffective therapy following diving 100 ft. Troubleshooting revealed the l3 lead migrated and the l2 lead was not providing therapy. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.